Event description:
At the end of a laparoscopic radical prostatectomy with robotic assistance, it was noted that the coating had rubbed off of the prograsp instrument. The patient's abdomen was irrigated thoroughly and no noted particles remained. Staff is aware that the coating can rub off from continual friction because of the positioning of the instrument. Because of draping, the field is hard to visualize. The davinci surgical team was made aware of the potential for this problem and will monitor the instruments while in use. Note: the prograsp instrument is tracked on number of uses. It was not documented as to how many times (out of ten), this particular prograsp had been used at the time of occurrence.